Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on his left side. On or about 2007 through the present, patient experienced pain, weakness, and instability. Patient had the left asr hip implant removed on (B)(6) 2011. ***update*** 1/10/2012 plaintiff's fact sheet (pfs) received (B)(4) 2012. Changed unk asr hip to asr cup added femoral head product.